Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the erbe had errors c83 (system error. Iif communication timeout.) And 4 89 (monopolar bottom port - unknown identifier) occurred during use. The error messages disappear after firing, and the customer inquired whether it is safe to continue using the system. It was recommended restarting the system once advised using force triad if it is unusable. The procedure was completing as planned with no reported injury.